Event description:
It was reported that acute in-stent thrombosis occurred. The target lesion with diffuse calcification was located in the anterior descending branch coronary artery. On (B)(6) 2021, the patient was first treated with two rotalink. After this step, a 38 x 2.75 promus premier drug-eluting stent, another promus premier stent and a non-bsc stent were deployed in the distal and middle of the lesion. On the next day, the patient was found with an acute in-stent thrombosis. A procedure was performed to remove the thrombosis and the thrombosis was removed successfully. Between (B)(6) 2021, after the thrombosis removal procedure, the patients heart rate and blood pressure were not good, and the patients condition did not improve. The patient died on (B)(6) 2021 in patients own home. The physician did not implicate the stents in the patient death.